Event description:
It was reported that an error was received while trying to reposition during a patient exam, which required the patient to be re-exposed. It was determined that the c-arm interface board needed to be replaced. Once the board was replaced the system is working as intended.